Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, per report the cause of the worsening pvl cannot be determined as post implant mild-moderate pvl was noted. However, cardiac remodeling could be a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, approximately 3 months post implantation of a 26mm sapien xt valve the patient was admitted and severe paravalvular leak (pvl) was confirmed. A sapien 3 valve was implanted inside the sapien xt valve in a manner where the two valves would overlap. The majority of the s3 valve was implanted inside the stent of the xt valve, the bottom third of the s3 remained out of the sapien xt which was the intended position. Mild pvl was noted. The patient is doing well. As reported, the patient was discharged from the hospital then re-admitted a few weeks post procedure with severe mitral regurgitation. Mitral clips were put in place and the mitral regurgitation went from severe to moderate. The exact root cause of the leak could not be determined at that time. Approximately 3 months post implantation, the patient was re-hospitalized. At the time of the re-hospitalization it was confirmed that the aortic pvl was already severe prior to the mitral clip procedure. However, on the first echo post implant, the aortic pvl was initially mild-moderate. As per report, the root cause of the severe pvl is unknown as the initial implant left the patient with a mild-moderate leak.